Event description:
The customer reported being in the emergency room due to high blood glucose of 417mg/dl, and his blood glucose was treated with an insulin drip. The customer experienced shortness of bread and diabetes ketoacidosis. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.